Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results for multiple patient samples tested for ca2 calcium gen.2 (ca) on the cobas 6000 c (501) module - c501. The customer repeated the samples on a different c501 analyzer. The initial results were reported outside of the laboratory and the repeat results were sent as corrected reports to the floor. Of the mentioned samples, the customer provided an example of one patient sample with an erroneous ca result that was reported outside of the laboratory. The sample initially resulted as 6.9 mg/dl and repeated as 8.3 mg/dl. The patient was not adversely affected. The ca reagent lot number was 22326401, with an expiration date of 05/31/2018. The field service engineer determined that there was severely crimped tubing coming from the external water tank to the c501 analyzer. In addition, rinse levels of the analyzer were too high, possibly causing splashing. He instructed the customer on proper placement of the external tank and layout of tubing to the analyzer in order to avoid kinked lines. He adjusted the rinse mechanism on the analyzer. Operational and mechanical checks were performed with success. Quality controls and patient samples were tested with success.

Manufacturer narrative:
No similar events have occurred at the customer site within the past 12 months. No abnormal trend was identified during the past 90 days for complaints related to discrepant patient results in combination with identified rinse mechanism issue.